Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(4) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: no kinks noted to catheter. No anomalies noted to saline hub. The catheter is torn 0.3cm from the distal tip. The catheter is also separated from the metal distal tip. The slide on the handle has scratch marks from actuating the slide for connection to the generator. This is noted as an incidental finding. Functional/performance evaluation: the patency of the guidewire lumen was tested with an in-house guidewire. The guidewire was loaded through the hub and was unable to insert/retract the guidewire. Functional testing was unable to be performed due to material separation and torn material. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one photo was provided and reviewed. The photo shows one crosser 14s coiled. The slide positioning pin on the handle is rusted and the paper towel is wet under the handle. Based on the photo material separation is able to be confirmed as the catheter is separated from the distal tip. No other anomalies are able to be seen in the photo. From (B)(4) visual inspection, material separation is able to be confirmed but kink is unconfirmed. Conclusion: the device was returned. The investigation is confirmed for torn material and material separation and the catheter was torn near the distal end and separated from the distal tip. The investigation can be confirmed for guidewire incompatibility as the guidewire was unable to be advanced through the catheter due to the catheter tear and separation from the distal tip. Based on the photo material separation is able to be confirmed as the catheter is separated from the distal tip. From (B)(4) visual inspection, material separation is able to be confirmed but kink is unconfirmed. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. -do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator adverse events: - as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: - advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. - upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for treatment of chronic total occlusion with calcification in the popliteal artery, the guide wire allegedly was unable to be inserted into the recanalization catheter. Another catheter was used to complete the procedure. There was no patient contact.